Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified the constant air-in-line alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was verified as air-in-line alarm. The cause of the condition was the ultrasonic sensor. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed constant air-in-line. No additional information is available.